Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined, however, information from technical support indicated that the autocapture algorithm may have potentially contributed to the event.

Event description:
During a follow up, inadequate capture on the electrocardiogram (ECG) was noted. Upon further review of the session logs by technical support, undersensing which appeared to the device to be loss of capture, led to inappropriate pacing pulses. Technical support recommended reprogramming, however, no further intervention has been performed at this time. The patient was stable with no adverse consequences.